Manufacturer narrative:
The pump was received with button error alarm and no button response due to corroded keypad traces. There was no moisture damage found inside the pump. The displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test were unable to be done due to button error alarm and no button response.

Event description:
The customer reported via phone call of water damage to their insulin pump. The customer states the buttons are unresponsive. The customer's blood glucose level was over 600mg/dl. The customer was advised to revert to back up plan, and that the pump would have to be replaced and returned for analysis.